Event description:
It was reported that the pump experienced error code 105. It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. Unit rec'd inoperable per reported symptom of "se 105" caused by a failed motor (flex). The failed motor (flex) was replaced.